Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during use of the armada 18 percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured and came apart. Treatment, if any, was not specified. No additional information was provided.